Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, and a restricted posterior leaflet with anterior override. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt was inserted, and grasping was performed. However, during the initial grasp of the leaflet, the posterior leaflet was observed to be stuck on the gripper. Troubleshooting was performed without resolve. An attempt to invert the clip and bring it above the left atrium was performed. However, there was tension on clip delivery system (cds). Troubleshooting was performed without resolve. Echocardiography revealed chord wrapped around the posterior gripper. Despite the wrapped chord around the posterior gripper, the posterior leaflet appeared secure in the posterior gripper. Therefore, the clip was implanted, where it was stuck, deployed on chordae and both leaflets. It was noted the clip remained stable on the leaflets. The mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, and a restricted posterior leaflet with anterior override. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt was inserted, and grasping was performed. However, during the initial grasp of the leaflet, the posterior leaflet was observed to be stuck on the gripper. Troubleshooting was performed without resolve. An attempt to invert the clip and bring it above the left atrium was performed. However, there was tension on clip delivery system (cds). Troubleshooting was performed without resolve. Echocardiography revealed chord wrapped around the posterior gripper. Despite the wrapped chord around the posterior gripper, the posterior leaflet appeared secure in the posterior gripper. Therefore, the clip was implanted, where it was stuck, deployed on chordae and both leaflets. It was noted the clip remained stable on the leaflets. The mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae, n/a). Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (leaflet stuck on gripper during grasping attempt, chord wrapped around gripper during troubleshooting attempts). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.